Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances, which resulted in the lead being unable to deliver therapy during an episode of ventricular fibrillation (vf). The lead will continue to be monitored, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: 34-ventricular nst<(><<)>=210 ms on (B)(4) 2010. 91-vf<(><<)>=210 ms average v-cycle between (B)(4) 2010 and (B)(4) 2011. (B)(4).